Event description:
It was reported, the image of the rigid video scope flickered. And disappeared, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. E1: facility name was also, updated to e1: facility name: (B)(6). The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following were identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the rigid video scope flickered and disappeared during an unspecified procedure. There were no reports of patient harm.